Event description:
The following has been reported: biomed reported:confirmed pump problem error. Damage to ail sensor ribbon. No parts on hand to repair in depot. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.